Event description:
It was reported that a female resident was found with her head caught between the 1/2 rails and mattress. Resident slipped out of bed; the suncore mattress she was on compressed to about 4", creating a gap. Resident was taken to the e.r., evaluated and returned to the facility, "back to her normal self". Per sales rep, his solution is to go with the imprint mattress for this facility; imprint is an extra wide mattress high density foam on the edges with the middle providing pressure reduction to the resident.